Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se advised the customer that anytime an exhalation flow sensor (evq) is replaced, it is required for the flow calibration to be performed. The se performed flow calibration and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time the event occurred.